Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found insignificant anomalies and that it was functionally okay. Analysis of the tined lead (lot # v266137) found that it had been segmented. It was also found that marker bands had been crushed cause a short between circuits 0, 2, and 3. Conductor wires had been stretched.

Manufacturer narrative:
Product ID 3889-28, lot# v266137, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4), analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable neurostimulator and lead were explanted. It was noted that there was not normal battery depletion, and it was suspected that the lead moved when the patient passed a kidney stone. There was no patient injury, and the patient recovered without sequela. A follow-up report will be made if additional information becomes available.